Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) knob was loose and unable to change the screen or make selections. This occurred during completing inservice at the site and there was no patient involvement.

Manufacturer narrative:
The device was returned and evaluated, and the investigation for the reported display issue has been completed. Data analysis: log entries from complaint date show several menus navigated successfully, despite complaint that rpb would not select menu items: device analysis: console arrived in danvers. Rpb was inspected, and it was observed that the inner piece of the rpb that mates to the encoder is considerably worn out. When using the rpb on the console, it is noticeable when compared to a new rpb that there is play when using it. No issues were observed when attempting to select menu items. A new rpb was placed next to the old to compare the wear and tear. There is significant wear to the originally rpb. Difficulty in selecting menu items with the rpb is due to the rpb being worn out, allowing play in the knob. This report is being filed as part of a retrospective review of historical records.